Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple attempts to retrieve the product, none was made available for evaluation. Through multiple email follow ups, the contact has not replied about the device in question that was to be returned to ethicon for evaluation, and a sample has not been received. If and when the device in question is received, this file will be reopened and it's contents made to reflect the results of the evaluation. We attribute the product's condition to fair wear & tear due to age and use as it is over 4 years old. No corrective action is required and no further action is warranted. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the distal tip of the penetrating grasper broke prior to use during a shoulder repair surgical procedure. The sales rep stated that the surgeon put the device into place and noticed it was broken. It was reported that the device did not break inside the patient but it had been broken prior to the procedure. It was reported that the surgeon used another like device to complete the procedure with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.